Event description:
Additional information received that the patient was experiencing inadequate pain relief due to high impedances. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted device was not returned as it was kept by the facility.